Event description:
The following description of the event was documented by a carefusion tech support specialist in response to an email received from a user facility biomed. "[Biomed] emailed him reporting that this vent will not pass the pt circuit calibration."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to an email received from a user facility biomed. (B)(4). The carefusion field service representative evaluated the device and found the limit and control diaphragm not seated on the cap correctly. The diaphragms were installed at a slight angle which caused the device to fail the pt circuit calibration test. The carefusion field service representative correctly installed the diaphragm and cap assemblies before running the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service.